Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Additional information received 10/14/2015: allegedly, patient was revised due to femoral neck fracture

Manufacturer narrative:
.